Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced high blood glucose level due to infusion set's tubing detachment as the patient notice a smell of insulin. Moreover, the catheter was in place from past two days.